Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic bronchoscopy procedure, after applying physiological saline, a black part was observed while looking inside the bronchus. Upon retrieval, the black part was identified as a fragment of the biopsy valve. The bronchovideoscope was removed and the examination was completed with a replacement biopsy valve. The customer indicated that no physical items such as biopsy forceps were inserted. The event occurred only during saline supply operation. There was no health hazard to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.